Manufacturer narrative:
(B)(4). Batch # = n9161d. The staff commented that the clips were scissoring. Some were applied to vessels, but after the scissoring, they stopped using the device and pulled a new one. The analysis results found that the el5ml device was received in good visual condition. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clips would not tighten and would eject from the stapler without being deployed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.